Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular (lv) capture threshold was elevated. The lv output was programmed to a higher value to resolve the issue. The patient was stable.